Manufacturer narrative:
The field service engineer replaced a bent mixer paddle and adjusted the mixer speed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay on a cobas e 411 analyzer (disk system). The sample initially resulted in a tsh value of 0.920 miu/l and repeated as 0.023 miu/l. The questionable result was reported outside of the laboratory. The tsh reagent lot was 68663201 with an expiration date of 31-oct-2023.